Manufacturer narrative:
The customer did not return the device or evaluation. No pictures, or videos were provided for investigation either. Without the return of the used sample a comprehensive failure investigation cannot be performed and a cause cannot be determined. The device history review was performed and no non conformities were found that would have led to the reported complaint.

Event description:
The event involved a clave¿ neutral connector in which the customer reported that the patients¿ wife said that there was some air observed past the y connector during infusion on the night of the incident. The reporter said that the nurse who set up the infusion ensured that there was no air in the line but after the nurse left, a few air bubbles were seen. The patient¿s wife stopped the pump and restarted with a new infusion at 7 pm. A new bag of normal saline (nacl) 0.9% 1l and nacl 0.9% 2l was used. The patients¿ wife asked to ensure the air past the y connector is fully primed before starting infusion. There was patient involvement but no patient harm was reported as a consequence of this event.

Manufacturer narrative:
The device is expected to be returned for evaluation, however, it is yet to be received.